Event description:
Information received indicates the bed will only go into a 5 degree trendelenburg.

Manufacturer narrative:
The account's biomed isolated the issue to the hi/low foot limit switch. She replaced the switch to repair the bed.